Event description:
It was reported that during a laparoscopic splenectomy procedure, the stapler was difficult to open after firing. A second device was opened and the same thing occurred. The surgeon eased the firing and closing levers forward to open the jaws of the device. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the short rack teeth were found damaged, no functional test was performed. However, the device did open and close without any difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. H6: damaged firing mechanism. The analysis results found that the device b was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.